Event description:
The account stated that a (B)(6) architect anti-hbs result of (B)(6) was generated. The sample was retested and a (B)(6) result of (B)(6) was generated. There was no report of impact to patient management.

Manufacturer narrative:
The investigation concludes that architect anti-hbs reagent 7c18-30 lot 14177lf00 is performing correctly. Specificity testing completed for this lot met all specifications; no additional issues were identified during the investigation. In addition the field service engineer (fse) reviewed the instrument and documented that the cause of the discrepant result was poor function of the sample pipettor and vortexer no.1 due to liquid splash. Customer complaint data was reviewed and no adverse trends were identified. The architect anti-hbs reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient). (B)(4) - ((B)(4) result). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.